Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reverted to manual insulin delivery per health care provider (hcp). Customer self trouble shot and believes occlusion is due to site, but root cause could not be determined due to customer declining system check with tandem technical support. Customer's blood glucose was 300-400 mg/dl.